Event description:
It was reported the head of inserter ften broken off. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. An additional evaluation was performed and the report states: the investigation carried out showed that the present inserter broke due to a mechanical overload. Furthermore, the product history showed that meanwhile this instrument was subject to various improvement measures and a new and improved design is already available on the market. Also, a review of the device history records (DHR) reported the following: the instrument was manufactured according to the specifications valid at that time of production. No product defects could be detected.